Event description:
Olympus was informed that during a gastrectomy, the first device (the subject device) stopped working. The doctor replaced the subject device with another tb-535fc and continued the procedure, but ptfe pad of it was separated. As a result, the doctor completed the procedure with different device named harmonic. There was no patient injury regarding this report. This is the report on the first device.

Manufacturer narrative:
The subject device was returned to olympus for investigation. As a result of the investigation, olympus confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and non-insulated area. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Based on the confirmation of the subject device, olympus concluded that the cause of the worn pad was to activate output in seal & cut mode without grasping anything. The surface of the probe and non-insulated area came to contact, because the ptfe pad was worn away. Then the error occurred and the contact marks were formed. The instruction manual of the subject device warns; if the thunderbeat is used to treat a patient with blood hypertension, coronary disease, arteriosclerosis, diabetes, and/or cirrhosis, or a patient with blood vessel irregularities such as calcification, sufficient sealing performance may not be possible. To ensure high sealing capability, use the thunderbeat to seal healthy normal vessels. This report is being submitted as a medical device report in an abundance of caution.